Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all leaflets were flexible and in the closed position. All commissures were intact. An approximate 15mm tear was observed on the belly of the right cusp creating a hole through the tissue. The tear exhibited smooth linear edges. Hematomas were noted adjacent to the tears. No damages were noted on the non-coronary cusp or left cusp. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The damage to the right cusp is consistent with historical events of lacerations made by sharp instruments. Multiple downstream manufacturing checkpoints would have identified this degree of damage. When or how the cut occurred cannot be determined. A conclusive cause of the hematoma could not be determined with the available information. D9: device available for evaluation? Updated. H3: device evaluated? Updated. H6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with an unknown valve. The reason for the replacement was reported as "incomplete valve leaflets". No additional adverse patient effects were reported.